Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5fr dual-lumen groshong nxt was returned for evaluation. An initial visual observation revealed a suture wing was attached to the catheter between the 43 cm and 45 cm depth markers. Biological residue was observed on the sample and a needleless injection cap was present on both luer hubs. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed when flushing the red lumen between the 54 cm and 55 cm depth marks. No water was observed to flush through the proximal valve, suggesting an occlusion within that lumen. A microscopic observation revealed the split was c-shaped. The fracture surface was mostly granular and smooth. Additionally, tensile weakness was observed in the vicinity of the split. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there is a catheter leakage. It was inserted on (B)(6), and a leak was confirmed when the saline lock was placed on (B)(6). The leak was external. Catheter was successfully removed. No harm to patient.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.